Event description:
It was reported that during a low anterior resection procedure, the device (clips) fell out of the jaws of the device, they came out in a angled positions. A new instrument was used to complete the case. No pt consequence.